Event description:
It was reported that when viewing a remote transmission, the device report indicated ''no data available.'' The patient will be seen at a later date for further investigation, and the device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that when veiwing a remote transmission, the device report indicated 'no data available.' The patient will be seen at a later date for further investigation, and the device remains in use. An additional remote transmission indicated that the lead data was listed as invalid. It was noted that the patient was undergoing radiation therapy. Additionally, a new remote transmssion continues to indicate that the lead data was invalid. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that when viewing a remote transmission, the device report indicated 'no data available.' The patient will be seen at a later date for further investigation, and the device remains in use. It was further reported that the remote transmission indicated that the lead data was listed as invalid. It was noted that the patient was undergoing radiation therapy. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data was collected from the device and has been analyzed. The save to disk file shows parity error count=7 between (B)(4) 2011 12:28:16 and (B)(4) 2011 03:34:28.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.